Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had read 5% lower than others. The issue was isolated with other device. The customer indicated no patient harm.